Event description:
A pump malfunction was reported by the customer. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer did not take any actions to address the high bg level at the time of trouble shooting and did not require third-party assistance. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.